Event description:
Reporter alleged the blood glucose monitoring device is melted near the connector and theres no power to it. Reporter stated cleaning the device with alcohol wipes. Reporter indicated there was no injury due to the incident. A request was made for the return of the suspect device and replacement product was sent.